Event description:
A malfunction alarm was reported, specifically malfunction code 12, which occurred despite the pump being reset. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.